Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that while preparing the bobby balloon guide catheter, the balloon was immersed in a heparinized saline solution, and something resembling a thread or hair was observed on the balloon. The bobby catheter was not used and was replaced with a competitor¿s balloon guide catheter to continue the procedure. Subsequently, the procedure was successfully completed. There was no patient injury. The patient outcome was reported as no health damage.

Manufacturer narrative:
The investigation of the returned balloon catheter found coating damage on the balloon; however, no foreign material was found. Coating damage can assume the appearance of clear/white threads hanging off the balloon as the device is inflated. The physical evaluation of the device could not identify the conditions or circumstances that led to the coating damage, but this condition is consistent with the balloon not being fully hydrated before inflation.

Event description:
It was reported that while preparing the bobby balloon guide catheter, the balloon was immersed in a heparinized saline solution, and something resembling a thread or hair was observed on the balloon. The bobby catheter was not used and was replaced with a competitor¿s balloon guide catheter to continue the procedure. Subsequently, the procedure was successfully completed. There was no patient injury. The patient outcome was reported as no health damage.